Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since the pt got their implantable neurostimulator (ins) a couple months ago they had a battle to charge, they had problems getting their rtm aligned for it could take 6 or 7 tries to start a ins charge session. If charging and if they moved a quarter of an inch they would lose connection. The pt spoke with their rep last thursday for the pt was getting tuned up and the rep said the charging was not normal and to call to get it replaced. On friday the pt was going to recharge their ins and the controller screen went black and the "charger" died on friday (ps understood the controller). Pt said their controller had a full charge but now it would not come back on. Pt had not had their battery for 2 days and their back hurt. During call pt verified no damage to the controller charging port or to the rtm. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. The pt then unlocked the controller and got no device found. The pt then attempted to charge the ins, the controller battery was at 40% and the ins was depleted and recharging at excellent. Pts charging session was intermittent for they were getting no device found. Pt was wanting new equipment. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3: analysis of the 97755-s recharger s/n (B)(6)revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.